Event description:
The physician intended to use a resolute onyx stent to treat a lesion. There was no damage noted to packaging. There were no issues when removing the device form the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a nc non-mdt balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the delivery. The stent was implanted at 12 atm x3, and after the balloon was shifted proximally, 18 atm x3 was applied. It was noted that a dissection that was not seen before the stent implantation, was observed in the stent implant site. After this, the proximal area inside the stent was dilated 3 times at rated burst pressure with a non-mdt balloon. A large dissection was detected by oct (optical coherence tomography). The vessel diameter of the dissection site had been expanded to approx. 3.25 mm, and the stent apposition was not satisfactory. The physician noted that since the onyx's balloon size was 2.7mm at rbp and the non-mdt balloon was 3.00mm at rbp, they were unable to ascertain why the vessel was dilated to 3.25mm. No calcifications or other factors were observed. The stent remains in the patient. It was noted that possible over-expansion of the balloon was suspected. Post dilation was performed. A discussion was held on the site on how the dissection occurred. Based on the fluoroscopic images, the customer suspected that the vessel diameter might possibly be enlarged after stent implantation and before post-dilation. On the oct images (unavailable for return), the dissection length was approx. 7.3mm, and the length of the non-mdt balloon was 8mm. The physician believes that there is a possibility that the non-mdt balloon caused the dissection. The physician requested verification that the resolute onyx was not the cause of the event.

Manufacturer narrative:
Product analysis: the inner lumen appeared to be slightly stretched underneath the balloon. There was no further damage noted to the delivery system. The target lesion was located in the lesion in the mid lad. Neither severe calcification nor significant tortuosity was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: as the dissection was noted at the end of the procedure, no bleeding in the pericardium was noted in the echo and the procedure was completed. There were no issues with the patient condition and the patient was discharged the following day. The patient constantly visits the facility for follow-ups without any issues so far. A follow-up angiogram is scheduled to be performed in early next year. If information is provided in the future, a supplemental report will be issued.